Event description:
Additional information was received that this product was explanted and replaced for battery depletion.

Event description:
Boston scientific received information that the clinician would like more of an explanation with the battery longevity. Boston scientific technical services (ts) was contacted and discussed any programming changed to the device. It was noted that during the last follow up in (B)(6) of 2011 the device had increased to a higher current, thus showing a lower longevity remaining. (B)(6) of 2011 the device showed 3 years of the battery life remaining then in (B)(6) of 2011 there was 0.5 years remaining. Ts suggested that a memory upload be performed. The patient was already gone, but the clinic had already performed a save to the programmer. Analysis results came back and showed that there were no resets and no memory errors. Auto capture is programmed on in the device. The device is operating within the normal limits of the current bin. The current bin changed from 0 in (B)(6) of 2011 to 1 in (B)(6) of 2011. The patient will continue to be monitored at this time. No adverse patient effects were reported.

Manufacturer narrative:
At this time the device remains in service. Should additional information become available this investigation will be updated.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.